Event description:
It was reported that stent damage occurred. The 4.00x24mm promus premier¿ stent was advanced to treat the lesion, however, crossing difficulties were encountered. Hence, the device was removed from the patient and additional dilatations was performed using an unspecified balloon catheter. However, when the physician checked the stent for re-insertion it was noted that one of the struts was lifted. The procedure was completed with another promus stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A stent strut on the fifth most proximal row was raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked 15mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The stent damage is consistent with the stent meeting an obstruction during the advancement of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 4.00x24mm promus premier stent was advanced to treat the lesion, however, crossing difficulties were encountered. Hence, the device was removed from the patient and additional dilatations was performed using an unspecified balloon catheter. However, when the physician checked the stent for re-insertion it was noted that one of the struts was lifted. The procedure was completed with another promus stent. No patient complications were reported and the patient's status was fine.